Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula damage event on (B)(6) 2025. The event occurred within one hour of insertion the insertion site was abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.